Event description:
It was reported that a vp (ventricular pace) was dropped after as (atrial sense) every hour while on telemetry. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2014. (B)(4).